Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 40mg/dl and issues calibrating. Customer indicated that they did not treat before they went to sleep. Troubleshooting was performed and the pump passed low blood glucose troubleshooting. Customer was advised to monitor the pump and call back if further issues. No further details given.